Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was provided for investigation. The problem was confirmed. The root cause was determined to be loss of connection. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The reported issue of a pairing failure is reportable based on the finding of a confirmed connection loss for over 3 hours. No injury or medical intervention was reported.